Manufacturer narrative:
No blank display noted during testing. Unit received with missing segment/display anomaly due to cracked and bleeding lcd glass. Unable to perform the displacement test, operating current tests, self-test and unable to download pump history using thds due to missing segment/display anomaly. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly. Unit had scratched case, cracked battery tube threads, stained keypad overlay, stained address/serial number label and stained end cap sticker. Blank display not confirmed. Unit received with missing segment/display anomaly due to cracked and bleeding lcd glass confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-712ews was requested and customer response was the device will be returned.